Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found producing a false positive result. A pcr test was suggested for confirmatory testing. There was no report of patient impact. Eua# (B)(4). The following has been provided by the initial reporter: it was reported that there is a false positive. Customer was suggested to get a pcr test to confirm the result and was requested to provide pictures of the tests strips.

Manufacturer narrative:
H6: investigation summary this memo is to summarize the investigation results regarding the complaint that alleges discrepant results when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number unknown. Bd quality performs a systematic approach to investigate discrepant result complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. There are no current trends against discrepant results. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found producing a false positive result. A pcr test was suggested for confirmatory testing. There was no report of patient impact. Eua#(B)(4). The following has been provided by the initial reporter: it was reported that there is a false positive. Customer was suggested to get a pcr test to confirm the result and was requested to provide pictures of the tests strips